Event description:
The user facility reported that a bipella patient encountered ischemia, pump suction, stroke, torsade's and access site bleeding during impella cp support. A fem-fem bypass was performed while patient received both impella cp and impella rp flex support to prevent ischemia. Additionally, after removal of the impella rp flex, patient encountered suction alarms for which 2 units of blood were administered. Patient also encountered stroke and torsade's, for which patient was shocked several times and medication was given. The cat scan image of patient's brain showed patient had cerebrovascular accident (cva) that was both ischemic and hemorrhagic. Moreover, patient suffered bleeding from all sites and additional blood products were given. However, care was ultimately withdrawn and patient expired.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned. Arrhythmia, ischemia, stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: bleeding: the cause of major bleed was most likely patient condition related since patient was bleeding from multiple sites. Pump suction: no logs are available for the event. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.